Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows moderate electrode wear with a significant amount of dried saline and tissue present. There is damage to the black shrink tube half way down the shaft from the tip of the device. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The damage to the black shrink tube did not have an adverse effect on the functionality of the device. The complaint was verified and the root cause for this event could not be determined with confidence. Factors that could have led to the damage to the black shrink tube ¿rubber¿ includes: contact with a metal object such as a mouth guard, or the shaft was inadvertently rubbed against another hard object. The instruction for use (IFU) provided with the device contains precautionary statements such as, ¿do not contact metal objects while activating the wand, as it may damage the tip and/or shaft insulation causing malfunction or injury.¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the rubber part of the device cable started melting during use. The procedure was successfully completed but the type of back-up device used is unknown. No patient or user injury or other complications were reported.